Event description:
It was reported that during a prostate procedure, the side-firing fiber would not fire. The physician did not have another fiber available and the procedure was "stopped." Pt outcome: pt was under anesthesia, case to be rescheduled".